Manufacturer narrative:
(B)(4). Isometrics and pocket manipulation were performed in all configurations and the shock impedance was tested throughout. There was no noise or out of range impedance measurements observed. The physician will continue to monitor the patient. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement of greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant recommended the patient be brought into the clinic for further testing. This product issue will be re-evaluated if additional details are received.